Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal cap is detached and returned. The glass cap exhibits severe devitrification at output window. The fiber can independently rotated within outer flow tubing. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device returned fiber found that the metal cap is detached. There was no patient injury reported.